Event description:
This polaris adjustable pressure valve with antechamber spva was implanted to a patient with a pressure adjusted to 70 mmh2o. Ventricular distension was observed because of hypodrainage. As the doctor changed the pressure valve at 30 mmh2o and the condition of the patient was not improved, the valve was explanted and replaced by another valve.